Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error. No battery or power anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple error alarm during the operation of delivering a bolus. Customer's blood glucose level was 220 mg/dl. Customer reported that the battery failed alarm occurred and the screen became dark, although the insulin pump recovered after the battery was inserted but no bolus history remained. The insulin pump will not be returned for analysis.